Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a hysterectomy, the device was used a couple of times and then the blade became jammed. The customer reported that the knife of the device was protruding. The surgeon opened another device and completed the procedure with no further difficulties. There was no pt injury.